Event description:
The customer reported the subject device would not react. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (device does not react) was confirmed. It was observed the device was not displaying an endoscopic image due to deformed cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the image was not displayed due to a faulty cable. Approximately over 1 year has passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to that the video function did not function properly due to the faulty cable, causing the phenomenon [no image] to occur. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.